Event description:
A report was received that the patient underwent an I & d (incision and drainage) procedure due to the pocket site had opened up and there was drainage. The patient was administered oral and IV antibiotics and is reportedly doing well. The physician believes the patient's symptoms were due to the patient's body not healing.